Event description:
Tube broke in centrifuge; when pulling the tube out of the centrifuge, tech cut their finger. An exposure was filed. Tech received the hiv cocktail. Hepatitis, hiv and rpr testing was negative.